Event description:
The user facility reported that the doctor was trying to use the angio-seal device involved to close a patient's vessel. They were unable to locate the artery and visualize pulsatile flow. An ultrasound was conducted and thought they were in the right location however according to the arteriotomy locator they weren't. Angio-seal attempt was aborted, and manual pressure was held. The procedure outcome was successful. The issue was thought to be an anatomy issue as the device was bigger than the patient. The patient was not injured during the event and medical or surgical intervention was not required to prevent injury. There were no other devices or equipment used with the reported product. Additional information was received on 25 april 2022: it was confirmed that two angio-seal devices were used during the same patient, case with the same issue. The procedure was a afr using a 5 fr sheath. The patient was in stable condition. There was no harm to the patient. There was no blood loss.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device reported on the same patient.

Manufacturer narrative:
H6: investigation findings - code 3211 is based upon the evaluation of user facility information and no device returned for investigation; code 213 is based upon functional testing of the returned sample. This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal vip device was received for product evaluation. The returned sample consisted of a locator, hemostasis sheath, carrier tube, foil packaging, and header bag. The device was visually inspected and appeared to have been in used condition with visible signs of blood. The locator and hemostasis sheath were fully mated and was found to have been clogged by dry blood. The carrier tube was found to have been kinked. No other signs of damage or deformation to the device were identified. For functional testing, the locator was flushed, and normal water flow was confirmed from the drip hole of the locator. Then, the locator/sheath assembly was attempted to be flushed with water, and flow was confirmed from the drip hole of the locator. No other gross anomalies were noted. For dimensional testing, the outer diameter of the locator was measured to be 0.0909'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.1159'' which was within the specification of 0.114" +/-0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been inserting the components without rotating the assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).